Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2015. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked due to t-wave oversensing (twos) on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. It was further reported that the implantable cardioverter defibrillator (ICD) did not withhold therapy with the programmed values. The device underwent further defibrillation threshold (dft) testing. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.